Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged proximal clevis. The clevis was attached to the main tube. Due to the dislodged clevis, following failure occurred: the instrument was found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley at the distal end. The broken piece of conductor wire was not returned with the instrument. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of dislodged clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The broken clevis caused additional failures of broken cables.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. The instrument became stuck in the trocar, so both the trocar and the instrument had to be removed. The trocar was replaced, as was the instrument. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.